Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. No cosmetic damage noted.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error. When she attempted to deliver a bolus she noticed the numbers kept ramping up. The insulin pump was exposed to sweat. Customer's blood glucose level was 394 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.